Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) during post operative check. Noise and high impedance was seen on the electrogram. The lead was tested on the analyzer and had normal lead function. It was then reconnected into the header of the ICD and the noise and high impedance returned to normal. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.